Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided in section b5 with this report. Retainer ring = black. Device case = ngp customer returned device for alleged cosmetic damage located at the reservoir compartment and high blood glucose found on (B)(6) 2021. Device received with blank frozen display with partial display and missing segments. Unable to perform the displacement test, rewind test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test and self test due to blank frozen display with partial display and missing segments. Device was cut open to perform visual inspection and found a cracked lcd glass. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: dog chew marks, detached retainer, broken reservoir tube lip, missing o-ring (reservoir tube), missing display window/cover, keypad overlay texture damage, battery tube threads - cracked, cracked case-corner of belt clip rails, label damage (peeling, stained), bleeding. Missing/damaged retainer ring confirmed. Unable to perform full drive test and full functional test due to blank frozen display with partial display and missing segments. Blank frozen display with partial display and missing segments was confirmed during analysis due to a cracked lcd glass. Cosmetic damage confirmed at the reservoir compartment during analysis. Unable to confirm high blood glucose. Unable to lock the p-cap into the reservoir compartment confirmed due to dog chew marks and missing retainer ring. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic object acts to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had retainer ring cracked. The reservoir can lock in place. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.